Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a small volume infusor had leaked during filling. The device was being filled with fluorouracil, when the drug came out of the bladder into the bottle. There was no patient involvement. Additional information was requested and is not available.